Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment, the stylus and cursor were not aligned in the top left and right of the screen. Analysis also noted that the overlay was cracked, the lower-case feet were worn, the power cord bay was broken the right keyboard slide rail cover was cracked, bullets were missing, the handle cover was cracked, and the left side keyboard rail cover was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen would not allow the user to "toggle" between the analyzer and the implantable device on the top right of the screen. The programmer has been returned to service. There was no patient involvement.